Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic when performing back to back blood glucose tests. The patient claimed that they obtained a fasting blood glucose on the morning of "138 mg/dl" with the subject meter and immediately after tested on a ultra2 meter and obtained a blood glucose result of "86 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. This complaint is being ruled out as an adverse event because, the patient denied receiving medical intervention or developing symptoms due to the alleged issue. However, this complaint is being reported because the two results being compared exceed lfs' specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.